Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm medium-large clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The clamping pulleys did not exhibit signs of corrosion/residue that would have contributed to the broken cable.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument cables came off during the procedure and made the instrument unusable. This has occurred multiple times in the last month. There were no collisions, no dropping of the instruments, and no mishandling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: at the time of event, the clip did not become dislodged from the instrument and fall into patient. The type of clip used was medium/large teleflex 544230. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The event occurred on the second clip application attempt. The customer used another instrument to resolve the issue.